Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
The strand is broken in the process of operation. Complaint sample will be not returned due to contaminated. When was the problem noticed: during-procedure. Patient involvement? Yes. Patient injury? No. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? No. Additional information requested: what was done to address the productproblem. What is the lot/serial number of the reported device? The lot was reported as 5dh0017x and this is not a valid lot number. A. What is the UDI number of the device? Will the device(s) in question be returned for investigation? Will any additional products of the same ID and lot be returned for evaluation? What surgical procedure was being performed? What was the date of the procedure? What is the patient age, weight, gender, comorbidities and patient identifiers such as patient initials or patient number? Can any other patient details be provided? Was there any extension of an involved incision by over 1 inch, extension of or time or additional blood loss over 500 cc as a result of the product issue and if so by how long or how much and did this result in any complications? Was there any tissue damage as a result of this problem? How would the damage be described and how was it corrected or treated? Was the damage irreversible? Were there any other complications relating to the issue, if so when did they occur and provide description of the incident (reoperation, infection, etc.)? Did any component of the device break off and if so was it within the patient's cavity? Was any device component not recovered from within the patient? Was an x-ray used for the purpose of locating the device components that would not have otherwise been needed or scheduled?

Manufacturer narrative:
Initial notification of this reportable event to FDA if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the strand is broken. No patient injury reported.